Manufacturer narrative:
The manufacturer has completed an investigation as part of complaint record #170003. Per this investigation: the device history record for the device lot a0136 was reviewed. It was determined that the device met manufacturing specifications. Information provided by the user at the time of the malfunction indicated that patient physiology (excessively hard bone) and under-sized tapping of the surgical site contributed to the device failure. The returned device was visually inspected and confirmed to meet design specification and otherwise functional, with exception of the broken tip. Further investigation suggests that the device (driver) may have only been partially engaged into the corresponding screw. It is designed to fully engage into the corresponding screw. This partial engagement could have contributed to the malfunction, along with the patient physiology resulting in stress on the device being higher than reasonable foreseen and predicted per the design specification. The device labeling (IFU) identifies that an overloading may result in device failure. Investigation concluded that partial engagement of driver tip, undersized tapping of the surgical site and exceptionally hard bone quality are the contributing factors to failure of the device.

Event description:
During l4-s1 posterolateral spinal fusion, patient was found to have very high bone density. This led to difficulties in preparing the surgical site, for example using awl and probe required malleting, and tapping was difficult. Surgeon used an undersized tap to prepare the pedicle, and subsequently needed to apply high torque to implant the device. The tip of the pedicle screw driver sheared off and was stuck inside of the pedicle screw. The screw and tip of the driver was retrieved without incident. The patient's pedicle was then tapped with a larger tap and the case proceeded without further incident. No patient injury or significant increase in operative time was noted.